Manufacturer narrative:
The service engineer replaced the main control board; after repairs the unit passed all tests and manufacturer¿s specifications. The replaced main control board was returned to medtronic for analysis. The returned main control board into a test ventilator for analysis. The ventilator powered up normally and passed all tests, calibrations, and procedures without and errors. The unit ran in normal ventilation mode for two days on ac power ¿ during which the evaluation team observed no errors or alarms. No issues were observed when the unit was unplugged after two days of ventilation. The evaluation determined no fault found with the main control board component. No failure mode or relationship could be established; no corrective actions were initiated because no root cause was identified. The reported complaint mode will be utilized for trending purposes and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a ht70 ventilator generated a system error and stopped operation when the power cord was unplugged. The patient was removed from the ventilator and placed on an alternate ventilator. No patient harm reported. Reportedly, the device was turned off and started up normally.